Event description:
I started using fixodent in 1994. Near the end of 1994, I started having trouble with acid reflux. The gall bladder (it was removed), that was in 1999. Then I was found with a hiatal hernia which was finally repaired in 2000. Also in 2000, I was found with gastro paresis and gerd. So in the same year, I had a gastric bypass due to gerds. In 2001, I had a bowel resection and a jejunostomy done. A feeding tube was inserted in the ostomy. I was put on a feeding pump at night. I could eat orally, but only very small amounts. I did this for one year. Then the intestine that was used, begin to collapse, so I had the ostomy closed. Still to this day I can not eat a large portions of anything. 2000- stomach empting scan was done, which showed that after 45 min. I still had all of food I ate in it. A few months later a tube was inserted thru my nose, down to my stomach to show how much acid was floating up to my esophagus. In 2006 I had nerve condition study done on both wrist and hands showing nerve damage. In 2008 I had carpal tunnel surgery on leftt hand in hopes of receiving the feeling continued. In 1995 I saw an allergist doctor. I had a lot of allergies. Both indoor and outdoor. I started taking allergy shots weekly and monthly. After 6 months, the shots were not helping, so I stopped them. I have been a smoker since 1975. I am now down to 5 cigarrettes a day. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: sept 1994 to 2008. Diagnosis or reason for use: denture cream adhesive. Event abated after use stopped: no.